Event description:
It was reported that a user on their first day using the ilet bionic pancreas experienced hyperglycemia with glucose readings above 400 mg/dl after a high-carbohydrate meal and a larger-than-usual meal announcement; the device was functioning and the user was advised to allow the system to correct and to monitor for improvement. Symptoms included high blood glucose. Outcomes included the need for user support and follow-up, without hospitalization or medical intervention beyond routine guidance.

Manufacturer narrative:
Investigation included a review of user-reported use conditions and device performance based on available data. Investigation of this case revealed that the event aligned with expected glycemic response during early adaptation and a high carbohydrate intake, with no evidence of device malfunction. It was concluded that the event was hyperglycemia with an unclear cause relative to device performance, likely influenced by meal-related factors and first-time use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.